Manufacturer narrative:
Additional, changed, and/or corrected data: b2, d4, d6a, h4, h6.

Event description:
The event of deflation was confirmed not to have occurred. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported "deflation". This record is for right side. Device was explanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.